Event description:
It was reported the physician was implanting a 30 mm gore® cardioform septal occluder to close an aneurysmal patent foramen ovale (pfo). The device was implanted, locked, and released in good position. While they were assessing the images of the device, the right disc slid into the pfo tunnel but did not embolize. No significant shunt was noted, but the physician elected to remove the device with a snare. Attempts were made for about 10 minutes with no success to grab the right disc from the pfo tunnel. It was then decided to try to implant another 30mm device on top of the 1st one. While trying to cross the defect with the delivery catheter, the original device was pushed out of the tunnel and embolized to the descending aorta. Arterial access was established, and the device was snared out of the patient. The physician decided not to try another device and will reassess the patient at a later date. The patient was doing well following the procedure.

Manufacturer narrative:
A4: no patient weight available. Per the gore® cardioform septal occluder instruction for use, in the section ¿potential device ¿ or procedure-related adverse events¿. Adverse events associated with the use of the occluder may include, but are not limited to: device embolism w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.